Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2013 the patient experienced a pulmonary embolism (pe) and was hospitalized for nine days. It was also noted a perforation occurred and the filter tilted and migrated. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On (B)(6) 2013 the patient experienced a pulmonary embolism (pe) and was hospitalized for nine days. It was also noted a perforation occurred and the filter tilted and migrated. No further patient complications were reported. It was further reported that the perforation, tilted filter and migration were noted during an ivc filter evaluation on 31-aug-2017. The apex of the filter was approximately 2. 5cm inferior to the lower-most renal vein. The filter struts were intact, without strut fracture. The filter axis was oriented 10 degrees clockwise from the inferior vena cava (ivc) along the axis. The tips of the filter struts were least 3cm cephalad to the ivc bifurcation. The strut tips extended into the retroperitoneal fat, an average of 2-4mm. They did not extend into vital structures.